Event description:
It was reported that the patient fell down in some stairs and his inflatable penile prosthesis (ipp) stopped working. Physician diagnosed broken device in office. During the procedure, it was confirmed that tubing broke between pump and cylinders. All components were removed and replaced. The patient is doing well.

Event description:
It was reported that the patient fell down in some stairs and his inflatable penile prosthesis (ipp) stopped working. Physician diagnosed broken device in office. During the procedure, it was confirmed that tubing broke between pump and cylinders. All components were removed and replaced. The patient is doing well.